Event description:
The notification received for the study indicated that the patient experienced a temporo spatial disorientation. This male patient was undergoing stent placement and coil embolization. There was no relevant medical history. The patient had tia/cva, previous clipping/coiling four years ago, 2 previous coiling embolization. This was right posterior communicating artery aneurysm, h 3.7mm x l 3.6mm x w 3.6mm, aneurysm neck size was 2.9mm. The parent vessel size to the aneurysm, proximal 3.2, distal 2.0mm. A enterprise stent 22mm x 4.5mm was deployed. No balloon was used for vrd placement. Following stent placement, the patient had 6 boston scientific gdc coils placement. Complete obliteration. Post procedure, adverse event the next day. Thrombo-embolitic complication and temporo spatial disorientation. No action was taken. Outcome resolved two days later and he was discharged.

Manufacturer narrative:
Note: lake region lot number is cordis lot number. Per lake region report: cordis neurovascular reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging. This packaging lot contained total units, which were shipped from lake region medical on july 31, 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days upon receipt.